Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the double chamber balloon catheter (f14) was placed on (B)(6) 2021 to the patient after ureteroscopic lithotripsy. It was stated that the catheter balloon was ruptured and prolapsed on (B)(6) 2021.